Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician had a little trouble locating the reservoir because the patient¿s weight gain. The physician used fluoro to fill the pump without difficulty. The pump was not flipped on fluoro. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving bupivacaine 20 to 30 mg/ml at 10.195mg/day and morphine 20mg/ml at 6.796mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that they could not locate the refill septum. Per the company representative they wanted to rule out that the pump flipped and would be utilizing fluoro as the patient gained ¿water¿ weight and so it was more difficult to access the pump reservoir. The patient had thought they had gained about 10-15 pounds. The patient stated that they were taking a water pill now and still have excess weight. It was noted that the reporter was using the template. The reporter would follow up with the healthcare provider. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.